Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black mark on the filter. This was found after being compounded with meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured june 26, 2015- june 30, 2015. The device was returned for evaluation. Visual inspection noted a black particle, approximately 0.06 square mm in size, embedded in the material of the stressmember. The particle was not in the fluid path. A CAPA has been opened to address this issue. The cause of the particle was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.